Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the custom right hip arthroplasty as noted with radiolucency along the acetabular implant and possible implant loosening. Fractured screw fragment of uncertain age the complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured screw was found in an x-ray. It is unknown when or how the screw was fractured. The fractured screw remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.